Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited multiple low out of range pacing impedance measurement of less than 200 ohms on the right atrial channel. An atrial pacing percentage of 61 percent was also observed, despite the device being programmed vvi. No changes have been made to the system and the device remains implanted and in service. No adverse patient effects were reported.